Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo is provided for review. The photo shows an open kit containing the port body. Two black dots are visible on the septum. The manufacturing site review states, visual inspection of the only images showed the body of the port. Two black dots were observed on the septum of the port; due to the lack of the sample and the low quality of the photo it was not possible to determine the type of contamination. Therefore, the investigation is confirmed for the reported contamination issue, and the investigation is inconclusive for the reported packaging problem issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port seat's puncture membrane was allegedly discovered unexplained black spot. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port seat's puncture membrane was allegedly discovered unexplained black spot. There was no patient contact.